Manufacturer narrative:
(B)(4). It was reported that "for months" (dates unspecified) the patient experienced "15 minutes of hard labor, screaming and crying" whenever the patient hooked up to the machine and began the initial drain. The patient stated that the pain was completely gone after the first dose of intraperitoneal (ip) vancomycin which was administered for the peritonitis. Following the first dose of the ip vancomycin, the patient performed morning drain which almost filled the entire 2 liter bag and looked very cloudy, which was considered a manifestation of the peritonitis. The patient recovered from the symptoms.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized for 4 or 5 days for the event. On an unreported date, the patient began treatment with vancomycin, ip (intraperitoneally) every 3 days, for two weeks. At the time of this report, the patient had received two ip vancomycin treatments and was recovering from peritonitis. Pd therapy was ongoing. Additional information was requested but is not available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h13d08026 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up MDR will be submitted. (B)(4).